Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the complaint device found that the clip assembly and the over sheath were not returned. A kink was noted near the proximal end of the catheter. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. Based on the evaluation of the returned device, the over sheath was removed before the procedure. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip kept falling off the target site. The procedure was completed with another resolution clip device.   There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.